Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), infection ("infection"), pain ("physical pain") and anxiety ("mental anguish"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, hot flush, vertigo, menstrual disorder, infection, pain and anxiety outcome was unknown. The reporter considered anxiety, hot flush, infection, menstrual disorder, pain, pelvic pain and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, iron since (B)(6) 2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("bladder or urinary problems or changes : urinary problem"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), infection ("infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems ; depression") and back pain ("back pain"). The patient was treated with citalopram, fluticasone propionate;salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and back pain was resolving and the menorrhagia, hot flush, vertigo, menstrual disorder, infection, anxiety, vaginal haemorrhage, dysuria, dyspareunia, fatigue, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, dysuria, fatigue, hot flush, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia); bladder or urinary problems or changes : urinary problem; dyspareunia; fatigue; psychological or psychiatric problems - depression; vaginal discharge; weight gain, back pain were added. Event pain clubbed with pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, bacterial vaginosis, gravida ii and parity 3. Concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, iron since (B)(6) 2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), dysuria ("bladder or urinary problems or changes : urinary problem") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/cramps"), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), vaginal infection ("vag. Infect"), hot flush ("hot flashes"), vertigo ("vertigo"), anxiety ("mental anguish/psych injury") and depression ("psychological or psychiatric problems ; depression/ psych injury"). The patient was treated with citalopram, fluticasone propionate;salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, menstrual disorder, hot flush, vertigo, anxiety, dysuria, fatigue, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, dysuria, fatigue, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary prob. As per mr- (B)(6) 2014: procedure: dilation and curettage and hysteroscopy procedure in detail: both ostia were visualized. There were no indications of prior insertion of the essure device on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 686079 manufacture date: 2009-11, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: medical records received- new reporter, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, iron since (B)(6) 2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("bladder or urinary problems or changes : urinary problem"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish/psych injury"), depression ("psychological or psychiatric problems ; depression/ psych injury"), back pain ("back pain"), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect"). The patient was treated with citalopram, fluticasone propionate;salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, vaginal discharge, back pain, abdominal pain and vaginal infection had resolved and the hot flush, vertigo, menstrual disorder, anxiety, vaginal haemorrhage, dysuria, fatigue, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, dysuria, fatigue, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 686079 manufacture date: 2009-11, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pertaining to pain, bleeding and bladder/urinary problems updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, iron since (B)(6) 2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("bladder or urinary problems or changes : urinary problem"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish/psych injury"), depression ("psychological or psychiatric problems ; depression/ psych injury"), back pain ("back pain"), abdominal pain ("abdominal pain/cramps") and vaginal infection ("vag. Infect"). The patient was treated with citalopram, fluticasone propionate; salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, vaginal discharge, back pain, abdominal pain and vaginal infection had resolved and the hot flush, vertigo, menstrual disorder, anxiety, vaginal haemorrhage, dysuria, fatigue, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, dysuria, fatigue, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 686079 manufacture date: 2009-11, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6)2013, iron since (B)(6)2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("bladder or urinary problems or changes : urinary problem"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), infection ("infection"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems ; depression") and back pain ("back pain"). The patient was treated with citalopram, fluticasone propionate;salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain and back pain was resolving and the menorrhagia, hot flush, vertigo, menstrual disorder, infection, anxiety, vaginal haemorrhage, dysuria, dyspareunia, fatigue, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, dysuria, fatigue, hot flush, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 686079 manufacture date: 2009-11, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, iron since (B)(6) 2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("bladder or urinary problems or changes : urinary problem"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish/psych injury"), depression ("psychological or psychiatric problems ; depression/ psych injury"), back pain ("back pain"), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect"). The patient was treated with citalopram, fluticasone propionate;salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal discharge, abdominal pain and vaginal infection had resolved and the hot flush, vertigo, menstrual disorder, anxiety, vaginal haemorrhage, dysuria, dyspareunia, fatigue, depression, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, dysuria, fatigue, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 686079, manufacture date: 2009-11, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: "abdominal pain, gen. Abnorm. Bleed." Added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia and discomfort. Concomitant products included clonazepam (klonopin) since (B)(6) 2013, iron since (B)(6) 2013, medroxyprogesterone and medroxyprogesterone acetate (provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("bladder or urinary problems or changes : urinary problem"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), hot flush ("hot flashes"), vertigo ("vertigo"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish/psych injury"), depression ("psychological or psychiatric problems ; depression/ psych injury"), back pain ("back pain"), abdominal pain ("abdominal pain") and vaginal infection ("vag. Infect"). The patient was treated with citalopram, fluticasone propionate;salmeterol xinafoate (advair), salbutamol (albuterol hfa) and surgery (d&c, hysteroscopy, ablation and total hysterectomy ;salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, vaginal discharge, back pain, abdominal pain and vaginal infection had resolved and the hot flush, vertigo, menstrual disorder, anxiety, vaginal haemorrhage, dysuria, fatigue, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, dysuria, fatigue, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 686079 manufacture date: 2009-11, expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pertaining to pain, bleeding and bladder/urinary problems updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.